Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, a correction is required. The initial submission was erroneously submitted as a 5-day report and should have been submitted as a 30 day report ¿ malfunction. The firm was not required to initiate action to prevent an unreasonable risk of substantial harm.

Event description:
Subsequent to the initial MDR, a correction is required.